Manufacturer narrative:
E1: initial reporter last name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was identified in an exactamix 500 ml eva tpn bag. The pm was described as clear particle matter in the tpn solution. The pm was discovered during visual inspection of the finished product prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrections to d1 and d4. Additional information was added to d9, g4, h3, h4, h6, and h11: h4: the lot was manufactured between october 9, 2023 ¿ october 10, 2023. H11: the actual device and two photographic samples were received for evaluation. A visual inspection of the actual sample with unaided eye was performed, and no particulate matter was observed in the returned sample. The returned photographs were reviewed, and a white particle in the solution was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.